Event description:
On (B)(6) 2012, a surgeon reported that he was performed a battery replacement. Prior to surgery there was no evidence of high impedance; however, after a new generator was connected, high impedance was seen. The surgeon stated that he removed the pin and then reinserted; however, a dcdc code of 7 was reported. (The actual evidence of high impedance is unknown as the generator that was connected would provide an impedance value in ohms, not a dcdc code.) The surgeon stated that there he was in the process of revising the lead. The high impedance regarding the lead is captured in MFR report #1644487-2012-01871. The physician phoned in a second time and reported that high impedance was seen after the lead was revised. The surgeon replaced the generator that had been implanted earlier in the surgery and reported that everything was okay. No additional information was provided regarding why the high impedance was attributed to the new generator. Follow up with the surgeon's office on (B)(4) 2012, revealed that no additional information was available; however, operative notes would be provided. Pre-operative diagnoses indicated there was a malfunction of the neurologic device. Postoperative diagnoses also indicated a malfunction of the neurologic device. Operative findings indicated high lead impedance, fracture of the rostral most electrode, and a defective model 103 generator. The patient's settings were provided. It was stated that as the battery had reported a near end of life message, the patient opted for revision. During the procedure, electrocautery was used to reach the generator. The generator was removed and a new generator (m103) was connected. High lead impedance was seen. The old generator was reattached and high impedance was seen again, reportedly consistent with an electrode malfunction. The incision at the neck was reopened, and the electrode wire was found to be fractured at two points: after the level of bifurcation of the electrode wire into two single wires and the wires. The wire was reportedly heavily scarred in. The electrode coils were removed, and a new electrode was placed. The new generator was attached to the new electrode, and high lead impedance was seen again. The notes stated that, at this point, the patient was clear with all scar tissue having been resected; therefore, "the problem at this point laid in the generator". A second new generator was programmed to the patient's pre-implant settings and replaced in the anterior chest wall pocket. The electrode distal to the electrode coils was secured was plastic pledgets and 3-0 silk suture. Care was taken to maintain a generous strain relief loop and to avoid any tension or kinks in the electrode within the neck. Review of manufacturing records for the generator that was implanted and explanted on the date of surgery shows that the device passed all functional tests prior to distribution. Attempts for product return have been unsuccessful as the facility only releases explanted devices to patients. Attempts for product information have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the device passed all functional tests prior to distribution.